Manufacturer narrative:
.

Event description:
It was reported that the manufacturer¿s representative (rep) saw the patient the day of the report for reprogramming. The patient told the rep. She had a fall six weeks ago and noticed a decline in the efficacy of her stimulator since then which was determined to be the cause of the issue. She also experienced less than 50% therapy relief at an unknown location. The managing physician did an x-ray and could see no lead fractures or migration. When the patient had her head tilted down to the left she would get the best stimulation. When her head was in a neutral straight forward position the intensity of the stimulation and the coverage area decreased. The rep. Attempted reprogramming to get better coverage but she consistently had less coverage with her head facing forward. Impedances showed high impedances of greater than 10,000 were reported on electrodes 0, 3, 11, and 15. The patient had an appointment with the neurosurgeon on (B)(6). The issue was not resolved and the cause of the impedance issue was not determined. When the rep. Met with her on (B)(6) a test was run on her battery because the rep. Wanted to see if the orientation was o.k. It was determined her sensor had been shut off and the orientation was not reading the correct position. The orientation was reset for each position and comfortable amplitude settings were set for each position. The surgeon ordered another x-ray to see what the leads looked like with the patient¿s head in a forward position compared to when her head was in the chin down 30 degree to the left position. He wanted to see if resetting the sensor would help and scheduled the patient for a follow-up appointment on (B)(6). The rep. Spoke with the patient a few days after their appointment and she was feeling good pain relief and effective therapy but only when her head was faced down and to the left. When her head was neutral facing forward she couldn¿t feelstimulation. The system had helped her and was giving her good relief; it was still unknown why she couldn¿t feel stimulation when her head was facing forward. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# va0a3b6, implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# va02j9h, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the extension ((B)(4)) found the stimulator extension body to be cut through, resulting in the product being segmented. Analysis of the extension ((B)(4)) found the stimulator extension body to be cut through, resulting in the product being segmented. Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. Note: previous reported fdc 11 no longer applies for these devices as analysis was completed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the generator defected from a fall. The sensor portion of the battery was malfunctioning and was not being used. There was a cable fracture. There was a high impedance noted in four electrodes. There was lead movement or failure. The patient presented with malfunction of the neuromodulation system after a fall. The device was replaced with the manufacturer's product. The device was explanted (B)(6) 2015. The device was used in the patient for treatment. There was no patient death and no patient injury. The patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for myofacial pain syndrome, head/neck (non-malignant), spinal pain and non-malignant pain. It was reported that, when the patient fell in (B)(6) 2015, she also broke her neck at the c2 level and this caused the implantable neurostimulator (ins) to snap. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the extension ((B)(4)) found the stimulator extension body to be cut through, resulting in the product being segmented. Analysis of the extension ((B)(4)) found the stimulator extension body to be cut through, resulting in the product being segmented. Analysis of the lead ((B)(4)) found the conductor at the distal end of the stimulation lead to be broken. Analysis of the lead ((B)(4)) found the conductor at the distal end of the stimulation lead to be broken. (B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) met with the patient at their doctor's appointment on (B)(6). The patient still had the same status of not feeling stimulation when her head was facing forward, only when her head was down and 30 degrees. Her impedances were the same (0, 3, 11, and 15) were over 10,000. Her sensor was working correctly indicating the right position she was in. Based on the information the rep. Gave the physician of her readings, he decided to do a replacement surgery to replace her leads and extensions but to keep the battery. She did not have a date scheduled for replacement at this time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.